Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable had to be held at a specific angle to charge the pump. During follow up, the customer confirmed a new tandem usb cable charged the pump successfully. There was no reported impact to the customer's blood glucose level.